Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.1, lab: 1.6. Pt's therapeutic range: 2 - 3 inr. Pt has been testing on the meter for several years and has never had to run a correlation because he never questioned his results. He had pacemaker surgery and is now running correlations. Pt didn't state when he had his pacemaker.

Manufacturer narrative:
Investigation pending.